Manufacturer narrative:
On previously submitted report, a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, damaged nurse call port was observed. The device's interface board was replaced to address the issues. Unit failed test steps for oxygen low flow and communication issue. The device's active exhalation control module and system board were replaced to address the issues. The device passed all testing.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, damaged nurse call port was observed. The device's interface board was replaced to address the issues. Unit failed testing for communication issue. Could not confirm complaint. Unit connected to trilogy toolbox and operated as it should.

Manufacturer narrative:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, damaged nurse call port was observed. The device's interface board was replaced to address the issues. Unit failed test steps for oxygen low flow and communication issue. The device's active exhalation control module and system board were replaced to address the issues. The device passed all testing.